Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button was not responding after inserting a new battery. The insulin pump is being replaced and is expected to return for analysis.